Event description:
After use of the device for a cardiopulmonary bypass procedure, the surgeon decided to re-do one of the coronary artery bypass grafts, and asked the perfusionist to prepare to go back on cardiopulmonary bypass. As the perfusionist was preparing to initiate cardiopulmonary bypass, it was discovered that all the pumps were in the off-line mode, as was the internal gas system (epgs). The perfusionist stated that she did not go into the offline mode after weaning the subject from cardiopulmonary bypass. After opening up the perfusion screen, the system booted up and all components worked as designed. The case was completed successfully and there were no adverse consequences to the pt as a result of this event.